Event description:
Patient's mother contacted dexcom to report her son had a hyperglycemic event.

Manufacturer narrative:
Patient's mom called to report the incident so the details are uncertain, she says the patient changes the sensor about every four days, patient was wearing dexcom when he went into the hospital and was treated for ketoacidosis, mom says dexcom was reading over 300 before entry into the hospital, mom things the finger stick was over 300 as well. Patient went to the emergency room at one in the morning and was treated with saline IV, emergency personal was reported to run blood work. Patient's blood glucose level was monitored and hydrated patient. He was released from the ER around seven or eight in the morning on the same day. Dexcom technical support representative contacted patient to follow up (B)(6) 2013. Patient confirmed he was not wearing dexcom system during the event. Current condition: patient is tired. Dexcom is unable to obtain more information at this time.